Manufacturer narrative:
The device was not returned for evaluation; however, a picture was provided. The picture revealed the head of the screw detached from the shaft. However, the photo does not provide enough detail in which to see if there was some type of damage present that would have contributed or been the result of the disassembly. The lot number for this specific device was not provided. Therefore, the DHR review can not be performed in this case. It was reported that during a procedure, the head of a screw dissociated from the shaft during insertion. The complaint is confirmed. The exact cause of this event cannot be determine with the available information.

Event description:
It was reported that during a procedure, the head of a screw dissociated from the shaft during insertion. The device was removed and the case was completed with no reported delay or patient impact.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a procedure, the head of a screw dissociated from the shaft during insertion. The device was removed and the case was completed with no reported delay or patient impact.